Event description:
Per the audiologist, the pt reported there was no sound when using the cochlear implant system. No evaluation by cochlear staff was requested. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery. It was noted at surgery, that the cochlea was ossified.

Manufacturer narrative:
.